Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a damaged IV catheter was confirmed; however, the root cause could not be determined. The length of the IV catheter was shorter than the indicated length. The catheter tubing may have been sheared from the needle during the insertion process; however, the needle was not returned for investigation. The reported needle retraction issues could not be confirmed. Manufacturing controls are in place to ensure the proper catheter length during manufacturing. No other similar complaints were reported from the implicated lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
On august 25, 2025, one of our emergency department nurses was inserting a peripheral IV into a patient¿s basilic vein when the needle failed to retract following catheter placement. During removal, the device was pulled back and the needle eventually retracted; however, the catheter tubing did not come out in one piece. A portion of the catheter was recovered, but imaging later confirmed that fragments remained in the patient¿s subcutaneous tissue. (B)(6)2025 the physician discussed with the patient the risks of leaving a foreign body in the subcutaneous tissue. Also, potential risks of retention (abscess, infection, cellulitis) were explained. Unfortunately, the patient (a visitor from germany) elected to defer surgical removal and proceed with follow-up abroad. The patient did not provide an active phone number for us to follow up with them.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.